Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery charger was working intermittently. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (works intermittently) was confirmed. Upon investigation, the power supply connector pins were recessed, which caused the intermittent failure. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed connector pins. The patient was issued a replacement battery charger.